Event description:
The user facility in japan reported the cutter stopped working at 5000 cpm during the surgery. The doctor replaced the cutter and the surgery was completed with no problem. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2, see 1920664-2015-00085.